Event description:
It was reported that a user of the ilet bionic pancreas experienced bg fluctuation from 55 to 400 mg/dl and had been frequently pausing insulin and omitting meal announcements due to concerns about receiving too much insulin. The user also reported perceived lows around 90 mg/dl, compression-related low readings, and concurrent use of ozempic with nausea impacting carbohydrate intake. Symptoms included low glucose alerts, urgent low soon alerts, and associated hypoglycemic symptoms. Outcomes included the need for urgent low and low glucose management and use of oral glucose. Investigation included troubleshooting, education on meal announcements, adaptation phase, and guidance to avoid pausing insulin except for exercise or showering. Investigation of this case revealed user behavior likely impacting automated insulin delivery and cgm-related compression artifacts. It was concluded that the cause of hypoglycemia is unclear and additional user training is warranted. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.